Manufacturer narrative:
(B)(4). Rec'd date filed on follow-up #1 should be 04/27/2017.

Manufacturer narrative:
(B)(4). On 04/06/17 subsequent to the initial medwatch report, additional information was provided, which indicated that this event is a duplicate of a previously reported event ((B)(4)) and should not have been reported. However, this event has been reported; therefore, it will remain reportable.

Event description:
Subsequent to the initial medwatch report, additional information was provided, which indicated that this event is a duplicate of a previously reported event ((B)(4)) and should not have been reported. However, this event has been reported; therefore, it will remain reportable.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. On (B)(6) 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues, [medwatch # 2024168-2017-02310].

Event description:
It was reported that there was difficult sheath removal with the nc trek. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.